Manufacturer narrative:
Vyaire medical complaint number (B)(4). (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator would not hold the desired mean airway pressure and the ventilator shut down and the minimum paw led was lit up while the unit was in use on a patient. There was no patient harm associated with this issue. The patient was removed from the ventilator and placed on another ventilator.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a 3100a ventilator, for evaluation. An evaluation of the device did not duplicate the reported issue and found that the device meets manufacturer's specifications.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a 3100a ventilator, for evaluation. An evaluation of the device initially did not duplicate the reported issue. Upon factory service checkout of the device, minor faults were discovered with the device, which have not been confirmed to be related to the reported issue. The pr3 pressure regulator was found to be leaking and the mean airway pressure (map) needle valve was sporadically leaking. The factory service center performed a 6k hour preventative maintenance procedure and repaired the device. The device meets manufacturer's specifications.